Event description:
It was reported that when programming the pacing polarity from bipolar to unipolar the programmer crashed two times with an error message. A flipped bit was noted and a manual guided reset was suggested. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.